Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When pulling on the string, the tampon remained inside my body. Managed to take it out [device breakage]. Case narrative: consumer reported via email that when pulling on the string, the tampon remained inside her body. No injury was reported.